Manufacturer narrative:
Pictures were provided for the investigation. Based upon the pictures provided, the failure mode is consistent with the fans being blocked or airflow restricted. All plastics and parts are ulrated accordingly. There was no risk of fire and no one was injured. The customer has decided not to use this analyzer anymore.

Event description:
The customer alleged there was a loud noise and their integra 400 plus went off and smoke came out. There was no fire and nobody got hurt. The field service engineer replaced the power supply. The power supply was returned for investigation. It was noted that the right side of the fans were heavier than the left sides. There was obvious burning and melting in the power supply. There were also some burns on the exterior and the cable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).